Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported by a distributor, foreign matter resembling a hair was noted in a roadrunner the firm lt hydrophilic wire guide's sterile package. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures were conducted during the investigation. A visual inspection of the returned unused product was also conducted. The complainant returned one sealed device to cook for investigation. Physical examination of the returned device found a hair like fiber on the wire guide holder sealed inside the pouch. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other related complaints for this lot number. The product IFU states, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. However, there is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure is a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). Phone: (B)(6). E3: occupation = regulator affairs chief g4: PMA/510(k) number = k182985 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by a distributor, foreign matter resembling a hair was noted in a roadrunner the firm lt hydrophilic wire guide's sterile package. There was no patient involvement.